Event description:
It was reported that the ventilator alarmed for low tidal volume during patient treatment. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on site and examined the ventilator. According to received information, it was found out that root cause was the leak in patient breathing circuit. The logs were not provided for our evaluation or any part was returned for our investigation. The cause of the reported loss of volume was the leakage in the patient breathing circuit. The cause of the leakage has not been determined.

Event description:
Manufacturer ref.#: (B)(4).